Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to end of pump use on (B)(6) 2011 showed that the daily insulin delivery totals correctly reflect the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that she was hospitalized with a blood glucose (bg) of 28.5 mmol/l, nausea, vomiting, and shortness of breath. The patient was reportedly treated with intravenous insulin. She reported that she changed the site the previous night but her bg did not resolve. She reported that there were no problems with the site and the cannula was not kinked. The pump history was reviewed with the patient's nurse. The nurse confirmed that the boluses were delivered in full, all basal was delivered and the total daily dose added up correctly. The nurse reported that there were no alarms in the history and the pump was not suspended. The patient did an air bolus of 5.55 and 4.3 units and the patient denied seeing any drops. The patient removed the cartridge and stated that there were no air bubbles in the cartridge. The patient stated that she did not think that the boluses or basal were delivering correctly. The patient declined further troubleshooting. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.